Event description:
16 french foley catheter inserted in surgery attempted to deflate balloon in pacu to remove. Deflated slightly. Catheter collapsed when attempting to remove sterile water. Foley removed by nurse. Bulb was size of "pinto bean" when removed.